Manufacturer narrative:
Results: the friction lock was stuck on the pusher assembly mid-joint. The friction lock was bunched up on its distal end. Conclusions: evaluation of the smart coil revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the smart coil. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock likely prevented the smart coil from being advanced into the non-penumbra catheter during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil into a non-penumbra microcatheter, the physician experienced resistance and decided to remove the smart coil. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.